Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line was discolored. Additionally, it was reported that there were air bubbles in the luer lock. The user's blood glucose level was 180 mg/dl. The user would change the cartridge.